Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) complained of the device as it did not properly fill in the glans, which led to an in-clinic evaluation. It was stated that the cylinder size was smaller than required due to the patient anatomy, related to the presence of scar tissue that difficulted dilation. In addition, the pump was noted to be too high in the scrotum, which was likely caused to the absence of pump pulling during the post-operative stage. Therefore, a revision surgery was performed, and the entire ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not properly fill in the glans which led to an in-clinic evaluation. It was determined that the cylinder size was smaller than required due to the patient anatomy, related to the presence of scar tissue that made dilation difficult. In addition, the pump was noted to be too high in the scrotum, which was likely caused to the absence of pump pulling during the post-operative stage. Therefore, a revision surgery was performed, and the entire ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. Correction: update to b5